Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that ventricular sense during refractory after ventricular sense. Atrial tachycardia and atrial fibrillation episodes have been recorded and can see in the clinic. The device was reprogrammed to atrial fibrilation only and is still in use. No patient complications have been reported as a result of this event.